Event description:
Customer reported that the insulin pump alarmed motor error and it is not holding his settings when he changes his battery. Customer stated that his insulin pump drive support cap is indented and tilted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.